Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event and patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient experienced pain at the ipg site. Additionally, the system was not working. It is unknown what was not working with the system. As a result, surgical intervention was undertaken in 2024 wherein the system was explanted to address the issue.